Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported the catheter clamp came assembled the wrong way, not playing the role of clamping. No other information was provided. Additional information received 29 june 2023: there was no harm to the patient. There was no need for surgical intervention. Patient was discharged from the hospital with the catheter, and they lost contact with the patient, they cannot say whether it has already been removed or not.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of clamp misassembly was confirmed and the cause appeared to be manufacturing-related. The product returned for evaluation was three photographs which depicted a 4fr s/l powerpicc catheter. The depicted device was inserted into the arm of a patient. The visible portion of the device included the extension tubing and luer adapter. An accessory was attached to the luer. The clamp appeared engaged; however, the extension tubing only passed through one of the clamp slots. The tubing exited the side of the clamp at the proximal end. It appeared that the clamp was incorrectly assembled on the extension tubing during device manufacture. The provided photographs were forwarded to the manufacturing site for further evaluation. H3 other text : evaluation findings are in section h.11

Event description:
It was reported the catheter clamp came assembled the wrong way, not playing the role of clamping. Additional information received 29 june 2023: there was no harm to the patient. There was no need for surgical intervention. Patient was discharged from the hospital with the catheter, and they lost contact with the patient, they cannot say whether it has already been removed or not.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported the catheter clamp came assembled the wrong way, not playing the role of clamping. No other information was provided.